Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, 7 false positive results were obtained. Confirmatory gram stain testing was performed, and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter: marina mattiussi : (B)(6) 2022 13:49:18 (gmt). We receive a list of the number of blood culture sequences and type of product at the moment the false positives are 7 confirmed by gram staining see attached document. From the analysis of the logs there are no instrumental problems apart from those of the racks (stable t and voltages). Vision shared by technician and app specialist who will follow the customer to understand how withdrawals were made. Marina mattiussi : (B)(6) 2022 10:54:31 (gmt). The customer informs us that there is an increase in false positives on the instrument. The customer is currently unable to provide us with additional information on the type of product involved or access number.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and confirmed instrument is operating within bd specifications. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and revealed no instrumental problems apart from racks (stable t and voltages). A global service escalation was opened to resolve the rack issue for the customer, and that the rack investigation was continued in a further case. The root cause of the false positives is not known, and the false positives were unable to be replicated further, therefore this is an unconfirmed failure for false positives. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, 7 false positive results were obtained. Confirmatory gram stain testing was performed, and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) : 2022-03-11 13:49:18 (gmt) we receive a list of the number of blood culture sequences and type of product at the moment the false positives are 7 confirmed by gram staining see attached document. From the analysis of the logs there are no instrumental problems apart from those of the racks (stable t and voltages). Vision shared by technician and app specialist who will follow the customer to understand how withdrawals were made. (B)(6) : 2022-03-08 10:54:31 (gmt) the customer informs us that there is an increase in false positives on the instrument. The customer is currently unable to provide us with additional information on the type of product involved or access number.